Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up. It was determined the patient¿s implantable cardioverter defibrillator was in back-up vvi. A download was performed restoring the patient¿s implantable cardioverter defibrillator to the intended settings.